Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using perclose proglide devices. Reportedly, during deployment of the initial proglide device, when the needle plunger was removed no suture was present. The device was removed over a guide wire and a second proglide device was attempted, but with the same results, no suture was present when the needle plunger was removed. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported no suture present when the needle plunger was removed was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report.